Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the medial segment of the lead was returned, analyzed, and no anomalies were found. (B)(4) the medial segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage.

Event description:
It was reported that the device and both leads were removed due to the presence of infection and endocarditis, which was a secondary result of a knee infection. The system was replaced. No further patient complications have been reported as a result of this event.